Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2267 alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The home patient (hp) stated that she is still connected to the hc. The tsr explained the alarm and assisted to clear the alarm. The tsr advised the hp to contact her nurse. The hp stated that she would do a manual exchange in the meantime. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the patient stated that the alarm was caused by her not making a secure connection to the bags and the nurse was contacted regarding the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.the specific product code for the homechoice cassette is unknown. The brand name and 510k have been provided in this MDR.

Manufacturer narrative:
(B)(4). The se 2267 alarm was confirmed to be caused by use error based on customer contact. Specifically, the patient stated that they caused the alarm by failing to make a secure connection to the bags. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.